Manufacturer narrative:
(B)(4). Date sent: 09/15/2010. Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigma procedure, there were malformed staples, an incomplete staple line, and the device could only be removed heavily out of anastomosis. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The reporter stated the surgeon was attempting to seat the aa4203tl silicone single piece lens in the eye and the patient's capsule ruptured. The incision was enlarged to remove the lens, a vitrectomy was performed and the incision was sutured after an acl was implanted. The reporter stated that the patient had a very hard cataract, the zonules were in poor condition and the incident was due patient issue and not related to the lens.

Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer or transecting the tissue completely resulting in difficulties to remove the device. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.